Manufacturer narrative:
No appropriate 2nd or 3rd level available. Please use e20 (injury) and propose note: proposed second level coding - protrusion to capture incidents of a device being visible under the skin. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient that they experienced pain at the generator site, it felt as though the device was scratching the patient. They are referred for replacement. It is unknown if the reported explant is due to the pain/scratching. It will be captured as such until it is reported otherwise. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent prophylactic replacement. The explanted generator has not been returned to the manufacturer to date. No other relevant information has been received to date.